Event description:
Reporter indicated that the site was unable to perform a system diagnostic test and received the error message "impedance cannot be assessed. Please reprogram the generator to 0.75ma, 15 hz frequency, and signal mag/on time 30 seconds." It was reported that the site changed the settings, but could still not perform the test. At the same office visit, a normal mode test was performed and completed successfully. Attempts for additional info have been unsuccessful to date.